Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose reading of 600 mg/dl. He fell asleep in his office and he thinks it is due to the high blood glucose levels. The customer suspects that insulin is not being delivered. He thinks that the cannula is not going into his body. No further information was provided.